Manufacturer narrative:
This complaint was received via FDA consumer complaints coordinator, and has been reported to FDA. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email from a FDA consumer complaint coordinator, atlanta district office, which reported the following information: a customer had reported 3 adc devices, which were described as defective. It was found that the customer had previously reported these issues, with two of the devices, to adc, reporting of "sensor ended" message on day of application and an unspecified error message. The customer did not report of any adverse event or third-party intervention required, due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email from a FDA consumer complaint coordinator, atlanta district office, which reported the following information: a customer had reported 3 adc devices, which were described as defective. It was found that the customer had previously reported these issues, with two of the devices, to adc, reporting of "sensor ended" message on day of application and an unspecified error message. The customer did not report of any adverse event or third-party intervention required, due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.